Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04)- stem. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately a year and half post implantation due to a periprosthetic femur fracture. The stem and head were removed and replaced, cables were also implanted. The acetabular components remain implanted. It was reported that no further information is available.